Event description:
Two pt samples with discrepant calcium results. Same samples used for repeat testing on same analyzer.pt 2: initial result gave 7.2 mg/dl same sample repeated two times giving 12.5 and 12.9 mg/dl respectively. Erroneous results were not reported. The field service rep decontaminated the instrument and changed seals and cuvettes. Performance tests were performed which were within specifications.

Event description:
Two pt samples with discrepant calcium results. Same samples used for repeat testing on same analyzer. Pt 1: (female), initial result gave 6.4 mg/dl; same sample repeated two times giving 11.1 and 11.6 mg/dl respectively. Erroneous results were not reported. The field service rep decontaminated the instrument and changed seals and cuvettes. Performance tests were performed which were within specifications.